Event description:
On (B)(6) 2011, patient reported that on (B)(6) 2011, she was hospitalized with diabetic ketoacidosis due to a bent infusion cannula and that this has been an ongoing concern. Patient went to bed on (B)(6) 2011 and her blood glucose was 116 mg/dl. She woke at 4 a.m and her blood glucose was 439 mg/dl. She wasn't feeling well, took a bolus (amount unknown), and went back to bed. She woke up on (B)(6) 2011, and she felt sick, her chest was achy, and she was dry heaving. Patient called 911 and was transported to the hospital. Patient was in the emergency room for 9 hours when her "diabetes doctor" arrived. He diagnosed her with diabetic ketoacidosis, and when the infusion set was removed, he noticed the cannula was bent. Patient reported that she remained on the infusion device and did not receive treatment for hyperglycemia. Normal blood glucose is below 150 mg/dl. Patient was in the hospital for 4 days and was released on (B)(6) 2011. Blood glucose has returned to normal, but she has experienced higher readings of approximately 200 mg/dl during the morning hours that she will treat with a bolus. No errors were received on the infusion device. Infusion sets were replaced and requested for evaluation. Patient provided follow-up on (B)(6) 2011. Blood glucose returned to normal after starting a new type of infusion set. On the 2nd day of use, blood glucose readings "were increasing some but were not very high." She changed her infusion site and blood glucose readings were better. She scheduled an appointment to meet with a clinical trainer. Clinical trainer advised her to avoid areas with scar tissue and reviewed product recommendations.